Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a message that the bg was greater than 15 minutes old. There was no allegation of an adverse event with this complaint. This complaint is being reported because the issue may lead to a delay in treatment.